Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high pacing impedance and the stylet could not be inserted into the bottom end of the lead. The lead was not used and a new lead was implanted. The patient's condition was stable post-procedure.

Manufacturer narrative:
The reported events oh high pacing impedance and failure to insert stylet into the bottom end of the lead were not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual and electric examination was normal and found no anomalies. X-ray examination found that the stylet was able to be fully inserted in the lead.